Manufacturer narrative:
Patient code e2330 is being used to capture the reportable of pain.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a placement procedure performed under local anesthesia on (B)(6) 2022. Additionally, fiducial markers were placed, transperineally. After spaceoar placement, the patient received and completed external beam stereotactic body radiation treatment from on (B)(6) 2022 to a dose of 3625cgy/5 fractions. In june 2022 the patient experienced progressive pelvic pain. In december 2022, the patient started to pass urine per his rectum. He was ultimately diagnosed with a rectourethral fistula requiring a foley catheter, bilateral nephrostomy tubes. On (B)(6) 2023, a colostomy was performed. The patient's pelvic pain continued, requiring narcotics and gabapentin. From on (B)(6) 2023, the patient was hospitalized as a result of this event.